Manufacturer narrative:
H3 and h6 codes - updated. Three used devices were returned for investigation. The devices were visually inspected. In the third sample, the pressure tubing was received separated from the male luer which is connected to stopcock. When the end of the tubing was examined, insufficient solvent coverage was observed. The reported complaint was confirmed since the picture provided by customer show the failure mode leaking and one of the returned sample was found with detachment condition between the tubing and the male luer lock. The cause of the condition reported is related to a detachment at the solvent bonding joint between tube on the subassembly. CAPA was initiated to further review this failure mode and to determine root cause and implement corrective actions accordingly. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the surgery, while the device was being used, severe blood was leaking at the 3-way connection point. There was patient involvement, but no patient harm was reported.